Manufacturer narrative:
(B)(4). It has not been indicated by the customer whether the components will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision due to infection. All components previously implanted were removed and a cement spacer was implanted. It is unknown how long the devices were implanted prior to the development of infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as it is now confirmed that the patient's infection developed after one year post-operatively.